Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another instrument and fired behind the locked one to remove it. The hosp has reported the pt's condition is satisfactory.